Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a fortrex pta balloon in the radial av fistula. It was reported that when physician tried to remove the pta from radial access, the balloon ruptured. The ruptured pta could not be retrieved through the sheath. It was reported that the physician was forced to do a cut-down to retrieve the pta balloon and the sheath. The patient was discharged as scheduled later in the day. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the fortrex 0.035in otw pta balloon catheter was received for evaluation. Review of the returned opened labeled pouch and the y-manifold indicate that a fortrex 8mmx40mm lot a263193 was received instead of a fortrex 10mm by 40mm lot a276360. The fortrex 8mmx40mm dilatation catheter was examined: no sanguine fluid/residue was noted either on or in the dilatation catheter. No physical damage or abnormality of the dilatation catheter was noted. The dilatation catheter was received with the balloon chamber in a post inflation profile, (e.g. Not tightly wrapped or winged). A 10cc water filled syringe was attached to the proximal hub luer lock of the y-manifold and the guidewire lumen was flushed. A clear steady stream of fluid was observed exiting the distal tip of the dilatation catheter. A 0.035¿ guidewire was loaded with ease through the proximal hub luer lock. A 20cc water filled syringe with manometer was attached to the inflation port of the y-manifold. The dilatation catheter was inflated to its nominal pressure of 9atm: no leaks or burst were noted in the dilatation catheter. The dilatation catheter was inflated to is rated burst pressure of 20atm: no leaks or burst were noted. The dilatation catheter was deflated with ease. The deflated dilatation catheter was able to pass through the label claimed 6fr sheath with ease. The dilatation catheter was able to be inflated to its rated burst pressure of 20atm. The dilatation catheter was able to be deflated, and withdrawn through the 6fr sheath with ease. If information is provided in the future, a supplemental report will be issued.